Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 5/7/2014. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that there was an unknown liquid leaking out of the unit. It was further observed that there was an unknown liquid found inside the unit, the corrosion ring and positioning ring had rust markings, and the needle bearings and bearing were corroded. It was further determined that device had a component damage and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for general condition assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location is currently not available. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during a total hip replacement veterinary surgical procedure on a k-9, it was discovered that the sagittal saw attachment device leaked oil into the patient. It was reported that there was a three-minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that there was no harm to the patient and the surgery was completed. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.